Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided.reportedly, the customer replaced cartridge and continued to receive cartridge alarm so was unable to address the bg level.customer reported that 6 cartridges where replaced before cartrdge alarm stopped however the cartridge alarm kept recurring. The customer continued to use the pump for insulin therapy.